Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a precaution, the cine bridge pcb and associated cabling were reseated. The cine drive was reformatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular functions. There is no report of injury or death.